Event description:
It was reported that during a gastric bypass procedure the third staple row did not form on the jejunojejunostomy with a white cartridge. Dr. Just over sewed each of the staple lines. Case was completed normally. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.